Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-may-15. It was reported that the catheter serial number involved in the event was unknown. Medication concentration was noted as the cause of the inflammatory mass. The inflammatory mass was first noticed in 2014. The patient¿s weight at the time of the event was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical product: product ID 8709, serial# (B)(6) implanted: (B)(6) 2006 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2006 ubd: 2008-03-01 UDI#: (B)(4). Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that a system explant occurred in 2019 due to the granuloma. No additional information in regards to the explant was available. No signs/symptoms experienced by the patient, environmental/external/patient factors, or diagnostics/troubleshooting performed were disclosed. A new pump system was implanted on (B)(6) 2024. The patient's medical history was asked but was unknown. At the time of this report, the issue was resolved and the patient status was "alive- no injury".

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were a ¿high dose¿ of 2 mg/ml hydromorphone at minimum rate and prialt (ziconotide) with an unknown dose and concentration. The reason for use was spinal pain. It was reported that an inflammatory mass (im) was diagnosed. The event date was unknown. Im related symptoms were reported. Neurological deficit was noted. The im was treated by minimum rate with the patient being weaned and pump to be removed in (B)(6) 2019. There were no further complications reported/anticipated.